Event description:
During an in clinic follow-up, post-paced t-wave oversensing and fusion pacing was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.